Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was over 400 mg/dl and 38 mg/dl. Customer¿s other blood glucose level was 201 mg/dl. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose level. The insulin pump will not be returned for analysis.